Manufacturer narrative:
UDI, the serial number and device manufacture date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during post-surgery it was discovered that the ball bearings of the craniotome device fell out of the cutter device when the burr device was removed. It was further reported that the event occurred at the back table and not in the sterile field. It was reported that there were no ball bearings viewed in the patient. There was no delay to the surgical procedure as a spare device was available to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4). UDI: (B)(4) the device manufacture date is currently unavailable. Device manufacture date: the device manufacture date is unavailable the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as (B)(6) 2015. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device was missing the attachment lock and spring, and the locking mechanism was worn out. It was determined that the issue was consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.